Event description:
It is unknown at what section of the large intestine the reported issue occurred. Although the clip would not detach, it was removed by "moving the main body of the clipping device."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration.¿ ¿do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged.¿ ¿do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip.¿ this supplemental report includes additional information added to b5. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during hemostasis after the removal of a colonic polyp, when using the rotatable clip fixing device for the first time, the clip could not be detached, no matter how many times it was moved from the main body. The procedure was prolonged by ten minutes. The patient did not require additional anesthesia. The procedure was completed using a similar rotatable clip fixing device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation was not confirmed as the device was tested with our own clips and the clip could be loaded without any problems. There was no bucling at the insertion site. Lastly, there was no problems with protruding or retracting the hook and there were no bends or other abnormalities in the hook. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.